Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had critical pump error. Customer's blood glucose value was unknown. Customer was advised to refer back to healthcare professional's instructions. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Unit was received with critical pump error and unable to download due to corroded electronic assemblies. Unit was received with corroded battery tube and corroded motor home switch. Unit was received with minor scratches on case, cracked case (battery tube), pillowing keypad overlay, cracked retainer and minor scratches on lcd window.